Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there five to ten dropped beats were noted on telemetry. The patient was hypoxic, experienced bradycardia, and was hospitalized. Thresholds were within normal limits. The output of the device was turned up to maintain a safety limit. Loss of capture was not seen again and no reason was found for the loss of capture. It was discussed that perhaps during the patient¿s hypoxic event, it altered the rv threshold briefly. The patient was discharged home after a few days. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.